Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent unspecified alarms occurred during pumping and pumping was stopped. There was no reported impact to the user's blood glucose level. The user stated that they would call if the event occurs again for troubleshooting.